Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
It was reported that the customer received a button error alarm on the insulin pump, after it was dropped in water. Water in the battery compartment was noted. It was reportedly advised not to insert a battery into the insulin pump for at least eight hours. The customer's blood glucose was 120 mg/dl. The customer reverted to a back-up plan. Nothing further was reported.